Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of a break in aseptic technique and bacterial peritonitis with culture positive for e. Coli in a patient coincident with (imported) extraneal viaflex and physioneal 40 viaflex therapies for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, the patient experienced a break in aseptic technique described as has difficulty in performing pd technique. On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain which required hospitalization. On (B)(6) 2011, the patient began remedial therapy with vancomycin (2 g, daily ip) and gentamycin (80 mg, daily, ip). On that same date, remedial therapy with vancomycin and gentamycin was discontinued and the patient began remedial therapy with a fourteen day course of ceftazidime (1 g, daily, ip). The root cause of the peritonitis was a break in aseptic technique. The nurse reported that the patient goes to the hospital once a week to receive medical assistance and to assure that everything is ok." It was not reported if the patient was retrained in proper aseptic technique. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in (B)(6) 2011, the outcome for the event of bacterial peritonitis with culture positive for e. Coli had resolved. At the time of this report, extraneal viaflex and physioneal 40 viaflex therapies were ongoing. The nurse considered the event bacterial peritonitis with culture positive for e. Coli to be unrelated to extraneal viaflex and physioneal 40 viaflex therapies. The nurse did not provide an assessment of causality for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.